Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer and therefore an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during support for 69-year-old male patient, the impella cp migrated to the proximal ascending aorta (paa). The patient and his hemodynamics, despite being septic, were improving. However, the pump was explanted as a result. The patient is stable.